Manufacturer narrative:
Investigations of the returned meter showed no contamination on the circuit board. The device showed no evidence of mishandling by the user. The missing segments suggest an interruption of a conductor track or a defective electronic component. It was determined there was a defect in either the circuit board or an electronic component on the circuit board.

Manufacturer narrative:
The reporter's meter was provided for investigation. The investigation is ongoing.

Event description:
The initial reporter stated there was an issue with the display of coaguchek xs meter serial number (B)(6). The reporter initially stated that the "o" was missing from the display for the word "on" when going into the beeper setting. The reporter stated that a value of .6 inr was measured on the meter on (B)(6) 2023 and the first segment of the results field was missing. When checking the code number of the test strips on the display, the middle digit was missing. When performing a check of the full display, the middle "8" was missing from the results field. The reporter checked the battery compartment and no corrosion was observed. The reporter did not allege any result misinterpretation.